Event description:
Have libre cgm. Sensor in place. Sensor failed to scan after day 9. Sensor scan error message received on iphone which is how I read my monitor. Applied new sensor. Sensor wouldn't scan to initiate. Tried waiting 8 hrs. Sensor never scanned. Tried rebooting phone multiple times. Deinstalled and reinstalled phone app. Placed second new sensor on opposite arm. Same issue- would not scan to initiate readings. Tried same steps of rebooting phone and deinstalling/reinstalling app without success. Contacted company for ideas and to report issue. Couldn't resolve failure to scan. They are replacing failed sensors. Next step- apply 3rd new sensor. Company rep identified that over the last few weeks they are having this issue reported. So is this bigger than just me? Product rep said it's unlikely that the sensors currently applied will start working so that's why applying a new sensor only option. Replacing sensor, no charge fixes any economic hit for the patient but does not solve the prob I'm having. All of the sensors I have, have same expiration date as the two that failed to initiate. Ref report: mw5118851.